Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an error in programming the device. The pump was programmed in the pca only mode to deliver an unspecified concentration of dilaudid, a loading dose of 0.4mg, a 0.4mg pca bolus dose, instead of the intended 0.3mg bolus dose, with a 10 minute patient lockout, a one-hour limit of 1.8mg, and the container volume was unspecified. At shift change, the error was noticed, the pump was reprogrammed to the intended settings, and therapy was resumed. The customer reported no adverse patient effects. Though requested, no additional information was available.